Event description:
It was reported that a female resident was being transferred from a geri-chair to her bed when the sling loop dis-engaged from the lifts spreader bar. Resident fell to the floor, she was transferred to the hospital ER for evaluation; cat scan was negative, bruise on left knee x-ray was also negative, resident returned to home the same day.